Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colpoperineorrhaphy due to sui and pelvic relaxation. It was reported that following insertion patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced odorous vaginal discharge, vaginal discomfort, incontinence, urgency, leakage, recurrent urinary tract infections, hematuria, recurrent cystitis, and recurrent pyuria.

Manufacturer narrative:
It was reported that the patient underwent removal of midurethral sling on (B)(6)2014 by dr. (B)(6) at (B)(6).no additional information was provided.